Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A surgeon reported that while placing a corneal ring segment a micro-perforation occurred, and aqueous fluid was seen coming back through the opening of the laser assisted ring segment tunnel. Reporter observed no obvious (macro) perforation into the anterior chamber. The surgeon checked that the wound had sealed itself adequately, and placed a bandage contact lens on the eye. She then monitored the patient for thirty minutes and discharged him. The creation of the laser assisted ring segment was reported to have been made without any incident. The pulse energy setting chosen by the surgeon for this treatment was 1.40 micro joules, and the intended depth was 320 microns. After consultation with the refractive surgeon it was determined that for the intended depth of treatment the pulse energy was set in error above manufacturer's specifications; the maximum allowable pulse energy is 1.35 micro joules.

Manufacturer narrative:
Review of reported event indicates the perforation during the ring insertion was related to the selected treatment settings of the laser system. The depth of the ring cut (320¿m) was quite deep in the stroma, i.e. The minimum distance of the bed cut to the endothelium was approximately 110¿m (recommendation according to the training protocol is 125¿m). As the aqueous appeared during insertion of the ring, this is a clear indication the perforation happened through the implantation, not caused by the laser disruption as such. The analysis of the scheimpflug imaging system indicates the position of perforation at 226° (close to position of keratoconus and thinnest location). The review of the treatment report confirms the conclusion that the laser treatment did not cause the issue. Review of the logfiles for the day of treatment shows during start up the vacuum check and the energy check performed without issue. The user performed the ablation check successfully without issue. The image of the ablation check cannot verify the correct ablation because the image is too dark. The user successfully performed eleven standard flap treatments and the reported ring incision treatment without any interruption on that day. The energy was stable during the complete day. The measured energy during the reported treatment shows no abnormalities. The complete day shows no error messages, relevant warnings or abnormalities. No technical problems with the system can be identified by reviewing the logfile. No technical root cause was identified as the product was found to be within specifications. The most likely root cause was the user planning the cut too deep in the cornea. The manufacturer internal reference number is: (B)(4).

Event description:
Upon additional follow up, surgeon reported the patient has had no further procedures, has recovered well and is happy in a contact lens.